Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had air bubble anomaly. Customer stated the air bubbles are located at the beginning and end of the tubing. Troubleshooting was done. Customer's blood glucose was 177 mg/dl. Advised the customer to change set and prime the insulin pump. No further information provided.